Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The tubing on the device was reportedly cracked. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
The device is not available to be returned for complaint investigation. A review of the device history record is pending.

Manufacturer narrative:
No mc33213 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non conformance's found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.